Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included iron deficiency anemia, menorrhagia, shortness of breath, fatigue, hypoaesthesia, genital bleeding, parity 4, endocervical squamous metaplasia, cervix inflammation, endosalpingiosis, endometriosis and cyst removal. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia"), anaemia ("anemia") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, heavy menstrual bleeding and anaemia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, anaemia, genital haemorrhage, heavy menstrual bleeding, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included iron deficiency anemia, menorrhagia, shortness of breath, fatigue, hypoaesthesia, genital bleeding, parity 4, endocervical squamous metaplasia, cervix inflammation, endosalpingiosis, endometriosis and cyst removal. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia"), anaemia ("anemia") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, heavy menstrual bleeding and anaemia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, anaemia, genital haemorrhage, heavy menstrual bleeding, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2021: medical record received: medical history, patient demographic, patient's aka name, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), anaemia ("anemia") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and anaemia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, anaemia, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: new event pelvic pain, abdominal pain, menorrhagia, anemia, general abnormal bleeding, psych injury. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.